Event description:
Additional symptoms were reported: the patient was not getting full therapy, could hardly stand up, was getting very pale, and had harness at the pocket site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a hematoma one week post implant; patient was weak, lightheaded felt "full" and had swelling at the pump pocket site. They contacted the physician and were told it was fine, and that patient was likely constipated. Patient's primary care physician did a blood test which showed blood counts were very low and patient was taken to the ER last night i.e. (B)(6) 2012 and was admitted to the hospital. The pocket site was cleaned out and patient was given three units of blood. Patient was on oral meds so pump dose was per reporter "still low-they cannot tell." Drug delivered via the device was morphine. Patient had an appointment with the pump physician as of the date of this report, but had to cancel because patient was in the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.